Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a main drawer struck and unable to open, required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 5 was stuck and requires maintenance. A field service engineer replaced the latch inseparable to resolve the issue. The system functioned as intended after field service engineer repaired the device.